Event description:
Arterial cannulation made, at which time a large amount of blood began coming from entrance part of the needle. The needle had separated from tubing and was lodged in pt's arm. Pressure was applied to site and needle was removed.